Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-mar-2022. The device evaluation was completed 13-apr-2022. The product was returned to biosense webster for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. Some bents were observed in the dilator device. The dilator and a good known lab sample catheter were introduced through the sheath and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially, it was reported that the dilator would not advance through the sheath. The sheath was replaced and the issue resolved. No patient consequence was reported. Additional information was received. A catheter never entered the sheath and the sheath never entered the patient¿s body. The dilator would not insert all the way in. There was no occlusion when irrigating the sheath. The sheath was narrowed. There was no physical damage on the sheath/dilator. The event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-apr-2022 the hemostatic valve was not found inside the device observed. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation. The awareness date for this reportable lab finding was 13-apr-2022.